Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, a damaged battery cap, and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A crack was observed along the pump battery compartment. The battery cap could not be secured to the pump due to damaged threads, and a power loss was observed. A test cap was used for further testing. The display screen appeared faded, discolored, and difficult to read. Additionally, a review of the device history indicated multiple low battery and replace battery alarms, along with evidence of partially discharged batteries installed on the event date. (B)(6).